Event description:
The sales rep reported that during a case the guide wire snapped off in the patient. The sales rep reported that the guide wire was drilled into the bone and when they were taking the wire out it snapped off still in the bone. The surgeon stated that this should not have happened as he was using the correct tools. The surgeon tried to remove the rest of the guide wire but it snapped off. The wire has been discarded by the hospital as it was not sterile and could not be sterilized for safe transit for investigation.

Manufacturer narrative:
Device was discarded by the hospital. If additional information is received it will be reported on a supplemental report.